Manufacturer narrative:
Evaluation found the water solenoid was not passing proper water flow. Installed new also added new nozzle grip due to being worn. Debris or corrosion in the water solenoid could cause restricted water flow. Dfu has instructions to properly maintain unit to prevent debris from restricting water solenoid. New solenoid design with stainless steel seat was implemented during q4 of 2015.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g136 scaler, the inserts were getting hot; no injury resulted.